Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was being placed via the axillary graft site to support the 66 year old female who had been admitted in with cardiogenic shock and cardiomyopathy. She has a known history of coronary artery disease, diabetes, and renal insufficiency. The patient additionally admitted in scai stage d shock. When accessing with the abiomed provided .018 wire, for the delivery of the pump, the team observed the wire to kink due to difficulty/challenges with native patient anatomy. The team replaced the .018 wire and the new wire allowed for successful delivery of the impella 5.5 pump to the left ventricle to begin the hemodynamic support. The .018 wire will be conservatively reported for the exchange; however, the exchange was performed with no consequence to the patient and support was initiated without any known adverse events.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return and that there was no patient or user injury, harm, or other adverse event during device support. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer. As no device is available, device evaluation could not be performed. No additional information impacting the previously reported device return status or event information is available at this time.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> pd-any device-(twist, bent, kinked): the cause of the guidewire kink was most likely patient condition related to difficult patient anatomy failure to advance: the cause of the failure to advance was most likely patient condition related to difficult patient anatomy. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b explant date provided.